Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported broken cable. Visual inspection observed signs of burn and deformity of the alternating current power adapter prongs. The alternating current power adapter required replacement to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken cable. The problem was found in the pediatrics department. There was no patient involvement. No additional information is available.